Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The catheter was returned and damage to the transition tubing was found. Continuation of d10: product ID: 8780; lot#serial#: (B)(6); implanted: on (B)(6) 2016; explanted: on (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml at 210 mcg/day) via an implanted pump. The patient¿s medical history was intractable spasticity. The indication for pump use was intractable spasticity. The patient¿s mother reported that for the past several months the patient had intermittent episodes of increasing spasticity and pain. There were no environmental, external,or patient factors that may have led or contributed to the issue. Yesterday a catheter dye study was performed but it was inconclusive. Today the patient was taken in for surgical exploration of the pump pocket and the catheter was found to be patent and intact with brisk return of csf (cerebrospinal fluid) upon aspiration. The pump connector segment of the catheter was prophylactically replaced, and the pump was prophylactically replaced due to upcoming eri (elective replacement indicator). There were no alleged issues with regards to the pump. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.